Event description:
It was reported that during a da vinci-assisted surgical procedure, the cable of the tenaculum forceps broke. The procedure was completed with no reported injury. Per additional information received from the customer, it was confirmed that no fragments fell into the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter who confirmed that there were no fragments that fell inside the patient even though the instrument broke during a procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation revealed that the instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. Root cause of this failure is attributed to a component failure. A review of the instrument log for tenaculum forceps was (part 420179-23/n10210112 750) associated with this event has been performed. Per logs, the tenaculum forceps was last used on (B)(6) 2022 on system sl0657, with 8 uses remaining. No image or video clip for the reported event was submitted for review. This complaint is being classified as a reportable event due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.